Event description:
Patient experienced "unusual" articulation intra-operatively, liner was found to have disassociated itself from the pinnacle sector cup, resulting in the ceramic head articulating with part of the liner/partly against the metal shell.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.